Event description:
It was reported that the insulin pump had a blank display and that the batteries only lasted a few days. The blood glucose reading was 9.7 mmol/l. The caller stated that the insulin pump alerted low battery warning. It was noted that the display would randomly go blank during attempts to program a bolus. Advised the customer to clean the battery cap and compartment at the next replacement. Advised that replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.